Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial # (B)(6); implanted: explanted: product type accessory product ID hh90t01 lot # serial # (B)(6); implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the handset was ¿freezing up¿ and not holding a charge. The patient was then connected with hcit (healthcare information technology) for assistance. The hcit agent called the patient service¿s agent back to conference due to the patient¿s inconsistent difficulties with getting the ¿not found¿ and ¿no pump found¿ screens that caused them to miss boluses. The patient stated that they had difficulties again today and wanted to call while they were ¿settled¿. The patient stated that they needed the boluses for both movement and sleep. The patient told the hcit agent that when they go to their hcp (healthcare provider) for pump interrogation it pairs well without issues, but for them alone, it could take ¿30 minutes or so¿ then later stated ¿5-10 minutes¿ to get connected. The patient confirmed the communicator had not been dropped or gotten wet but stated, ¿I do limp when I walk, and I carry them¿. The patient stated that back in august they had to hit the handset with their hand because it ¿completely froze, and I couldn't force stop anything¿. That was while they were out of state, and they were again having difficulties connecting for boluses. The patient stated, they did a lot of walking, and couldn't use their wheelchair due to being in a crowded area. The patient stated while connecting, they ¿tap¿ around the power button on the communicator as a way to help them. They don't see or hear anything loose or rattling inside communicator, but they feel a wire may be loose inside communicator. The patient stated the handset pauses at various percentages, ¿91% being the longest¿. The patient stated that they did n¿t move the communicator until after the ¿no pump found¿ and ¿no found¿ messages occurred. The patient stated that they lightly touch the skin over the pump with the communicator because their pump was placed in the frontof their abdomen and there was a thin layer of skin there. The patient service¿s agent reviewed connection considerations, but the patient stated holding communicator 1/4 inch off of their skin had not helped them in the past. The patient mentioned their communicator battery would lose 6-7% in an hour, but they had 6 boluses per day and stated that the last time they charged it was yesterday. They stated they closed the myptm app and turned off both devices after receiving a bolus. A replacement communicator was requested from the repair department for the communication issue. No patient injury reported. (B)(6) 2023 mpxr-1115785 (con, rep) additional information was received from a consumer (con) via a company representative (rep) reporting that the patient was having difficulty connecting their communicator to their pump. The patient reported that they never received a charger with their communicator and that there were some scratches on the back of it. The patient thought that the communicator may have been used by someone else before it was given to them. There were no known environmental, external, or patient factors that may have contributed to this issue. Diagnostics/troubleshooting performed included forced stopped communication manager, toggling on/off airplane mode twice, closing all apps, and restarting the device. When the patient went back into their myptm app they saw a red error and when clicked "retry" saw the no pump found message. Patient services (ps) opted to replace the communicator. The patient's weight and medical history were unknown.